Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for over two months awaiting transplant. The support was ongoing when the automated impella controller (aic) alarmed. The aic was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Section h code has been removed based on additional information. F26 was removed. Clinical assessment: 58 y/o male with a history of non-ischemic cardiomyopathy, heart failure with reduced ejection fraction of 20%, chronic obstructive pulmonary disease, obstructive sleep apnea, chronic kidney disease, and diabetes mellitus type 2, initially admitted with advanced heart failure and was transferred to the critical care unit after receiving an intra-aortic balloon pump for cardiogenic shock. Pt taken to the operating room for impella 5.5 placement and will start the process of open heart transplant work-up. The family withdrew care on (B)(6) 2025 and the patient died while on the device. The at some point there was a controller error so the aic was switched to a backup console. Limited information soon this event.

Event description:
The complainant reported the patient was implanted with the impella 5.5 device for mechanical circulatory support (mcs) and experienced complications. The patient would ultimately expire. The patient was initially admitted with advanced heart failure and was subsequently transferred to the unit status post intra-aortic balloon pump for cardiogenic shock. The patient was brought to operating room for impella 5.5 placement and would continue with orthotopic heart transplantation (oht) work-up. The impella 5.5 successfully placed, and the patient returned to the unit to recover. After approximately 2.5 months of support, a sudden controller error alarm occurred, and an aic-to-aic transfer was completed. The patient continued on support. Approximately four days later, intermittent placement signal not reliable (psnr) alarm occurred (with impella 5.5 and automated impella controller-aic #2). The intermittent psnr issue self-resolved. Additionally noted this day was the purge flow rate issue occurred and was closely monitored. The patient continued to wait for oht but would still have intermittent psnr. Instructions were given to disable alarm. Two occurrences again (10 days and 15 days later), purge flow issues were encountered. Tissue plasminogen activator (tpa) was discussed. However, it is unknown if tpa was added to the purge system. Support continued however four days after the latest purge flow rate issue. However, the patient expired on support while waiting for heart & kidney transplant, despite being elevated to status 1.

Manufacturer narrative:
Correction: b5. Event description and b7. Medical history/preexisting condition were corrected to provide all relevant details regarding the complaint. Medical safety review. Medical safety reviewed the event. The event describes an automated impella controller (aic) failure resulting in aic-to- back up aic transfer. Thereafter on the second aic and with the impella 5.5 device, intermittent placement signal not reliable (psnr) was encountered. Additionally involving the impella 5.5 device, there was high purge pressure and tissue plasminogen activator (tpa) was possibly added to the purge system. The patient would eventually expire on support while waiting for heart and kidney transplant, despite being elevated to status 1. The first and second aics had a device malfunction and did not contribute to the demise outcome. Although the first aic failure resulted in temporary loss of support due to aic-to-aic exchange, this was a planned switch that occurred approximately 21 days prior to the patient's demise. Regarding the intermittent psnr, positioning was confirmed and support continued. Based on the information at hand, the patient expired for reason unrelated to the aics despite the product malfunction. For the impella 5.5 device, high pressure at first self-resolved but noted to have continued on three occasions. Tissue plasminogen activator (tpa) was possibly added to the purge. However, there was no report or indication of inadequate support. Mechanical circulatory support (mcs) support continued. In this case, the patient's underlying condition likely contributed most to an outcome of death. The patient required both heart and kidney transplant which did not materialized although at status 1. Conservatively, the death will be reported against the impella 5.5 device as this device was in use at time of expiration. The impella 5.5 cannot be ruled out but highly unlikely due patient condition. Despite the purge concerns the pump remained supporting the patient. Related medical device reports: this impella aic device is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the second aic device and the impella 5.5, which is associated with the demise outcome.